Manufacturer narrative:
The customer reported that this unit is not generating readings. The issue was discovered during preventive maintenance. According to the customer, the unit sounds as if the vacuum is not pulling. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is not generating readings. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is not generating readings. The issue was discovered during preventive maintenance. According to the customer, the unit sounds as if the vacuum is not pulling. The unit was not in patient use at the time. Investigation summary: evaluation of the returned device confirmed the reported issue. The root cause of the reported issue is due to pump failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/24/2025 I called to ask (B)(6) for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this unit is not generating readings. The unit was not in patient use at the time.